Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set disconnected from the "collar and insertion site." The reporter stated that the line had been primed with saline solution, set up in an unspecified pump, and connected to the patient. The issue was noted as the nurse was about to initiate infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.